Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of a set screw anomaly was confirmed in the laboratory. The cause of the anomaly was due to a torque driver tip found within the rv df-1 set screw hex cavity. The tip of the torque driver prevented full insertion of the torque driver into the hex cavity.

Event description:
It was reported that an asymptomatic patient presented to the clinic for routine follow up. Upon interrogation, an alert for hvli greater than the upper limit was noted. Pocket revision surgery to check lead/ICD connection was suggested. The patient was put on a life vest until surgical revision can take place. At lead revision procedure, it was noted that the pin disconnected from the header with hand pressure. Attempt to readjust the set screw failed and showed signs of being stripped. Device was explanted and replaced.

Manufacturer narrative:
The reported field event of the inability to tighten the set screw was confirmed in the laboratory. The device was tested on the bench and hv lead impedance measurements were normal. The tip of a torque driver was found within the rv df-1 set screw hex cavity. This prevented full insertion of the torque driver into the hex cavity. This in turn caused the high hv lead impedance measurements seen in the field. (B)(4).